Event description:
The ge oec 9800 fluoroscopy system had a cold boot issue, where the system would not fully boot in the morning, or if the system had been shutdown for a period of time. A power recycle allowed the system to boot correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the single board computer and other pcbs to prevent a recurrence of the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable, or would not provide any patient information with respect to this issue.